Event description:
It was reported that the device has a flow issue. There was a patient involved. The device was having high pressuring and alarming intermittently. They could not consistently repeat the issue but it was noted and visually witnessed by their team via video chat. There is no patient or clinical injury. Device was immediately removed from patient and the patient was manually bagged, without incident.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Device was received in with a bent front panel at the top right side. Patient outlet fitting was slightly loose, but side label was intact. Continuous flow was observed during a functional check. Complaint was confirmed. The pressure alarm could not be duplicated. Root cause of the flow issue was attributed to a faulty input manifold. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced input manifold, MRI battery, sintered filter and o-rings. Reshaped front panel. Reset patient pressure cycling led, adjusted peep control valve and CPAP control to tolerance. Performed preventative maintenance, recalibrated and cleaned unit. Device passed functional testing after the completed repairs.